Event description:
It was reported that during an insertion of a helical blade and coupling screw, the interface of the knob tinulated shaft broke. The instruments were replaced and the treatment was successfully completed. He reported that the shaft broke midway inserted. A back-up set was available and the procedure was started again. The sales consultant reported that the surgeon hit the blade insertion sleeve with the mallet and made contact with the compression nut and the blade was stuck in the sleeve. The treatment was successfully completed with no patient injury and with a 15 minute delay in surgery. No further information was provided. This is report 2 of 3 for (B)(4).

Event description:
This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested. Placeholder

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the unit has some signs of wear and tear and large nicks on the bottom. The nut is stuck on the guide. The complaint issue is due to an unknown cause. The part material was determined to be within specifications, but the hardness could not be verified because the instrument is stuck on the guide. This complaint is deemed indeterminate from a manufacturing position. A review of the device history review indicates the thread nonconformance is not related to the breakage since the breakage occurred in the shaft, which is a separate area from the thread area. The two other non-conformances are not related to breakage. There were no anomalies which could have caused or contributed to this complaint. All records indicate the product shipped was manufactured to specifications. Placeholder.